Manufacturer narrative:
The device referenced in this report has been returned to olympus for eval. When eval results are completed, this report will be supplemented.

Event description:
The user facility reported that during a laparoscopic hysterectomy, this generator was being used with cutting forceps that would not coagulate. A second device was opened and would also not coagulate. Pt injury was reported; however, the customer would not provide details as to the event of the injury. The procedure was not completed. Olympus followed up with the user facility to obtain add'l info but no further info has been provided.